Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was not functioning properly. The pump bulb was staying flat and the pump would not fill with fluid to inflate the device. It was noted that there was no hole observed in the pump and no air observed in the device. The fluid volume in the reservoir was checked and was found to an have adequate amount of fluid. The pump was replaced, and then the system worked properly. There were no complications to the patient as a result of the event.